Event description:
A nalu peripheral nerve stimulator system was implanted on (B)(6) 2024 to treat lower back pain. After using the system for a brief time, the patient noted that the implantable pulse generator (ipg) would establish connection with the external therapy discs, but upon beginning stimulation the connection would be disrupted. Troubleshooting at the medical office found that the ipg had migrated beyond the recommended depth for optimal communication as well as rotating to be no longer sitting parallel to the skin surface. On (B)(6) 2025 a surgical procedure was performed to reposition the existing ipg. During the procedure the ipg fractured due to handling while attempting to reposition and it required replacement.

Manufacturer narrative:
The communication issues noted appear to be directly related to migration of the ipg and not due to any other failure or malfunction of the nalu system components. There are no reports of any specific events that may have contributed to migration of the ipg.